Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a small, gray piece of particulate approximately 1mm in diameter inside a 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. This issue was identified before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: device manufactured between november 24, 2021 to november 25, 2021. H10: the actual device and a photograph of the sample was provided for evaluation. Visual inspection with the eye and magnification of the actual sample did not identify any abnormalities that could have contributed to the reported condition; however the photo of sample filled with solution observed gray particle matter inside bag. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.